Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6), 2024. The procedure was performed with local anesthesia. During the procedure the view was not obstructive. A rectal wall infiltration of the hydrogel was confirmed through a magnetic resonance imaging (MRI). The rectal wall infiltration was identified to be in a small part of the rectum, the patient reported having constipation symptoms, however, is unclear if the patient's symptoms could be related to the event. It was informed that the patient was hospitalized for one day, and was prescribed with magmitt. The problem seemed to be ongoing. It was decided to postpone the patient's radiation treatment. The patient's current condition was reported as stable.